Manufacturer narrative:
Repair evaluation information was received on 24/02/2024 and section h11 should be reported as: the manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device is overheating and not reaching pressures. There was no serious patient harm or injury. The patient required no medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that they could confirm the customer's allegation and there was no visible foam degradation and unit scrapped. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's thermal event. The manufacturer received information alleging that the device is overheating and not reaching pressures. There was no serious patient harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.